Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered a faulty sample syringe. The fse replaced the sample syringe. Quality controls were then run, all of which were within range, and a precision study was performed on patient samples, which resulted within specifications. The cause of the discordant, falsely low bnp result is a malfunction of the sample syringe. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low brain natriuretic peptide (bnp) result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). The sample was rerun in duplicate on the same instrument and resulted higher, and the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low bnp result.